Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets detachment event on (B)(6) 2025 and (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 36 hours. The blood glucose level was displayed high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.